Event description:
A laerdal the bag I resuscitator would not allow external oxygen tubing to be connected for treatment of a hospital pt (no details available). After several minutes, another resuscitator was obtained and pt treatment continued. Pt outcome is unknown.

Manufacturer narrative:
The oxygen inlet to the bag I disposable resuscitator was deformed and would not allow the oxygen tubing to be connected. The hospital visually inspected their other stored the bag I resuscitators and five other resuscitators were removed with damaged o2 inlet ports. The bag I disposable resuscitator was introduced in 2003 and obsoleted in (B)(6) 2007 when the current the bag ii disposable resuscitator was introduced (manufacturer changed). Previous manufacturer chemical evaluations of similar the bag I products has found the plasticizer from the green flexible o2 tubing connector (pvc) can be absorbed by the rigid o2 port plastic (sbc - styrene butadiene copolymer) and cause it to whiten, swell or partially dissolve. This only occurs if the provided o2 tubing is mounted to the bag I o2 port during long term storage.